Event description:
A malfunction was reported on a pump after the customer performed a software update the night before. There was no adverse impact to the customer's blood glucose level. The customer reset the pump independently, but could not confirm the malfunction code. Technical support decided to replace the pump and arranged a follow-up to confirm details and send the necessary replacement documentation.